Manufacturer narrative:
ICU medical has multiple manufacturing plants, the plant ICU medical costa rica ltd. Has been used as default in this report. D4 and h4 the catalog#, lot#, expiration date, and manufacture date are unknown. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a unspecified ICU medical IV tubing set that experienced no flow during infusion. The following issue was reported by the customer: ¿we encountered again a problem this weekend, during the administration of a chemotherapy bag there is no flow in the tubing. At the time of the connection to the patient, the tubing seems clogged and the chemotherapy preparation does not flow. It seems there is a problem with the final valve. The pharmacists had to remade the preparation. The status of the product at the time of the event is during administration of chemotherapy bag. The product is available for evaluation. There was patient involvement, unknown adverse event/human harm.

Manufacturer narrative:
No product samples, videos or photographs were returned for investigation. The DHR was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) was not reviewed, no lot number information was provided.